Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report # 3005099803-2012-04560, manufacturer report # 3005099803-2012-04561, report # 3005099803-2012-04562 and manufacturer report # 3005099803-2012-04563 address these devices. It was reported to boston scientific corporation that four resolution clip devices were used for bleeding within the cecum, performed on (B)(6) 2012. According to the complainant, the patient originally had a colonoscopy procedure on (B)(6) 2012. During the initial procedure, they had issues with three resolution clips which were reported in MFR# 3005099803-2012-04557, MFR# 3005099803-2012-04558 and MFR# 3005099803-2012-04559. Reportedly, the patient returned on (B)(6) 2012, because the patient was passing blood. It was found that the clips that were placed in the original procedure were not present and believed to be the reason for the re-bleed. In this second case, an attempt was made to place the first clip (MFR# 3005099803-2012-04560) onto the tissue however, the clip would not deploy. The clip was opened back up and repositioned onto the tissue and deployed, although, they did have difficulty getting the clip to release from the catheter. The physician was able to manipulate the clip off the catheter and the clip remained on the tissue. Three additional clips (MFR# 3005099803-2012-04561, MFR# 3005099803-2012-04562 and MFR# 3005099803-2012-04563) were used and the same issue reoccurred. The procedure was completed using additional resolution clip devices. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.